Event description:
On (B)(6) 2023 during an extreme lateral interbody fusion at l3/5, the tip of the inserter broke off in the cage. The cage was not ejected and the tip was not recovered. The tip remained inside the portion of the cage where the inserter is screwed in and therefore, it does not protrude. No patient or user adverse consequences resulted from this event.

Manufacturer narrative:
The device was not returned but photographs provided confirmed the complaint. Review of the photograph identified the fracture pattern as a low-cycle high-load fracture of the distal tip just before the last thread. Review of the reported event and communication with the rep identified the device fractured while impacting an interbody where reportedly there were no anatomical obstructions or off-angled approach. Review of all information received suggests the inserter was insufficient engaged through the implant while excessive off-angled force was applied indicating inadvertent use error as the root cause. Possible implant size selection may be a contributing factor. The unretrieved tip in the patient is not a concern for migration as it was reportedly firmly secured in the cage. No additional investigation necessary. Labeling review: "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery." "Do not implant the instruments: complications to the patient may include, but are not limited to: breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient." "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted." Device not returned.